Event description:
On 2 occasions, 11/93 and 1/30/94, a respiratory therapist discovered a needle with a bent bevel tip prior to puncturing pt. This needle is included in another co's blood gas kit. (*)